Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the corner of a cart hit the touch screen and the touch screen became cracked. Although the touch screen responded to touch, the customer is unable to see anything on the screen due to the damage. Customer's blood glucose was 103 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.